Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A daughter reported their mother, the customer, obtained an error message" sensor failed," when scanning the adc freestyle libre 2 sensor. On (B)(6) 2021, because of the customer not being unable to monitor their blood glucose, the customer had unspecified symptoms of hypoglycemia and was unable to treat themselves. Hcp contact was made, and the customer was provided an injection of glucose for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.